Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that either their device is malfunctioning or the implant in their back was malfunctioning. Patient stated that in the past couple months they have been woken up by being shocked in their whole body. Patient also stated that their device won't work at all or doesn't seem to be working when they lay down. Patient stated that in the past they have had adjustments made to their device and that they had their settings adjusted; patient followed up saying that they have seen 2 people at their pain management clinic since their device has stopped working or feeling like it is working. Agent asked the patient if they remembered the peoples name and the patient did not remember. Agent reviewed the role of a manufacturer representative (rep) and managing hcp with the patient. When asked for an event date; patient stated the issue has been going on throughout the past year. Agent offered to send an email to local reps on behalf of the patient; patient accepted. Agent redirected the patient to follow up with their doctor to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.